Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 258 mg/dl. The customer administered a manual injection. Multiple attempts were made by tandem technical support to confirm if the pump resumed insulin delivery, however no response was received from the customer.